Manufacturer narrative:
This is one of one final MDR being submitted for this complaint with associated MFR# 1226348-2016-00142. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with the use of the enterprise vrd device as is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that vessel/target lesion anatomy and patient¿s medication regimen may have contributed to the reported event. No further action is required at this time.

Manufacturer narrative:
This is one of one initial MDR being submitted for this complaint with associated MFR# 1226348-2016-00142. (B)(4). Concomitant medical products: trevo stent retriever; guiding catheter (unk); microcatheter (unk). (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, a (B)(6) female presented with symptoms of dysarthria, left facial droop, right gaze preference and left sided weakness. Patient was brought to emergency department however tpa was not administered as the inr 2.2 but the patient had an nihss of 9. Head computed tomography scan showed signs of hyperdense middle cerebral artery (mca), but no cta was available due to the fact that they were unable to gain peripheral venous access and the patient was brought to angio suite for thrombectomy. Due to the patient's high inr, clot retrieval was attempted initially with aspiration only. Via a triaxial technique, an appropriately sized intermediate and microcatheter were navigated into the right mca and aspiration was applied for 2-3 minutes after the microcatheter and microwire were removed. This technique proved unsuccessful and was followed by two passes with appropriately sized stent retrievers (comeptitor's device). After the second pass with the stent retriever, vasospasm was noted in the right internal carotid artery at the distal neck through the supraclinoid segment; this was treated with a slow infusion of nicardipine over approximately 20 minutes. Follow-up angiography after the nicardipine showed resolution of the vasospasm but persistent occlusion of the right m2. Therefore, a 4 x 23 mm enterprise2 intracranial stent (enf402312/10576304) was deployed in the proximal right m2 after delivery through an appropriately sized microcatheter. The stent had fully expand and there was good wall apposition between all areas of the stent and the vessel. Follow-up angiography showed adequate positioning of the stent but minimal contrast flow through the device; normal flow was observed distal to the stent. Balloon angioplasty was performed on the mid and distal portions of the stent using an appropriately sized balloon catheter; however, follow up angiography showed no contrast flow through the stent. Therefore, two intra-arterial injections of integrilin were administered via slow bolus injection (4 mg and 3 mg, respectively); however the follow up angiography showed persistent lack of contrast flow through the stent. Due to the high inr and associated risk of bleeding the setting of ischemic stroke, the intervention was completed at this time. The patient was loaded with 600 mg of aspirin endorectal and was allowed to recover in the ICU. There was no any evidence of vessel damage/dissection related to the use of any devices and no device malfunctions occurred. Follow up MRI approximately 24 hours later showed an infarct in the mca territory involving the frontal parietal and temporal lobes as well as part of the basal ganglia with no evidence of hemorrhage. Currently the patient is recovering in ICU and physicians are planning to restart her anticoagulant regime given the fact that she has an artificial heart valve so this increases her risks of future thrombotic events. Her neuro exam is limited at this time due to the fact that she is still intubated and sedated. The enterprise stent remains implanted in the patient and not available for analysis.